Manufacturer narrative:
This report is submitted on june 29, 2021.

Event description:
Per the clinic, the patient experienced an extrusion of the device due to multiple falls, and was placed under a general anaesthetic on (B)(6) 2021, in order to explant the device. The patient was reimplanted with a new device on the same date.